Event description:
Per baxter account manager (am), dialysis unit reports three incidents in which home pts (hp's) have noted chest pain due to excess air infusion into peritoneal cavity, during treatement on homechoice device. Head rn reports all hp's are trained and follow proper procedures. Specifics of incidents not provided by rn as they occurred "about two months ago". Rn reports no pt injury or medidcal intervention required as a result. Rn reports no further of this nature have been received from any hp.